Manufacturer narrative:
(B)(4).

Event description:
As a result, the patient was "sick as a dog and experienced withdrawal."

Event description:
The patient was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. On an unknown date in 2014, the patient heard his pump alarm. His pump ran dry because the healthcare provider's (hcp) office was unable to fit the patient in for an appointment. The patient was told that there was two weeks of medication left within the pump, but the patient was still unable to be seen for an appointment, so the patient had to have injections at the hospital emergency room (ER) before the patient could get a refill appointment. As a result, the patient was "sick as a dog." Additional information has been requested regarding actions/interventions taken and the event outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8590-1, lot# n295533, implanted: (B)(6) 2011, product type: accessory. (B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a patient who was receiving baclofen 500.0mcg/ml at 234.89 mcg/day, dilaudid 10.0mg/ml at 4.698 mg/day, clonidine 250.0 mcg/ml at 117.45 mcg/day and marcaine 0.9mg/ml at 0.42281 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On an unknown date in 2014, the patient heard his pump alarm. His pump ran dry because the healthcare provider's (hcp) office was unable to fit the patient in for an appointment. The patient was told that there was two weeks of medication left within the pump, but the patient was still unable to be seen for an appointment so the patient had to have injections at the hospital emergency room (ER) before the patient could get a refill appointment. As a result, the patient was "sick as a dog." Additional information has been requested regarding actions/interventions taken and the event's outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.